Event description:
A customer in (B)(6) reported a leak from the reagent syringe (zm011200) of their au5400 analyser (serial number (B)(4)). There was no report of erroneous results and therefore no change to patient treatment associated with this event. The leak was di water and did not pose a slip hazard as it was contained within the analyser.

Manufacturer narrative:
The customer contacted beckman coulter regarding the failure. The syringe was replaced and the leaking was stopped. Upon recur, a defective reagent syringe may result in reagent volume dispensing issues that may affect any analyte resulting in either erroneously high or low results. The manufacturer reference number for this event is (B)(4).